Event description:
The user facility reported that the angio-seal carrier tube was bent inside the tray and the protection cup was shifted on the carrier tube and not protecting the anchor. The doctor was able to manually adjust the carrier tube and perform without any problem the with the procedure. The product was stocked in the right way, the other devices in the box had no problems. The user facility would not provide patient information because the problem doesn't impact the usage and the procedure. Additional information was received on 03 feb 2023: the procedure was a btk using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The problem with the angio-seal is not correlated with the procedures. The center always performs the puncture and the closure with eco. After the doctor was able to manually recover the shape of the carrier tube by straightening the bend, the closure was performed without any problems.

Manufacturer narrative:
Patient identifier: requested, unknown. Age & date of birth: requested, unknown. Patient sex: requested, unknown. Weight: requested, unknown. Ethnicity: requested, unknown. Race: requested, unknown . Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).